Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution was dried on the lens. The lens was cut into multiple pieces, typical of insertion and removal from the eye. Marks were observed on both sides of the optic that were similar to those left by a surgical instrument used to grasp the lens. Scratches and cracks were also observed on the optic, which may have occurred during the removal. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The lens was removed and returned in multiple pieces. The lens power and resolution could not be reverified due to the lens being returned in pieces. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens, 23.0 diopter (add power plus 2.2 or plus 3.2) lens was replaced with an unspecified monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patients vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the patient intolerance to multifocality (luminous halos). The lens was explanted and replaced with monofocal lens in a secondary procedure. Additional information has been requested.